Event description:
It was reported that the display screen on the external pulse generator was damaged. It was also reported the screen has a black line running through it. It was additionally requested that test and calibration be performed on the generator. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification (lcd bleeding). Upper and lower cases, ring cover, two side bail covers, and battery drawer are broken. Battery release and lead flex cover are contaminated. The ring is bent.